Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported) due to extrusion of the electrode lead into the external auditory canal. The patient also was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 27, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.